Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for improper assembly of the housing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, however the issue relating to improper assembly of the housing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that the bd microtainer® contact-activated lancet experienced molding defects -shorts shots which was noted prior to use. The following information was provided by the initial reporter: an opening between the white part and the purple part.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd microtainer® contact-activated lancet experienced molding defects -shorts shots which was noted prior to use. The following information was provided by the initial reporter: an opening between the white part and the purple part.